Event description:
It was reported that an endovascular stent graft, intended for treatment of a pseudo-aneurysm in a dialysis graft (off-label), was very difficult to deploy. Reportedly, the resistance encountered during deployment caused the stent graft to be deployed outside of the treatment site. Reportedly, the pt shows no complications, but will need surgery to remove the stent. Further info is pending. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR to date. Therefore, a sample eval could not be performed. The investigation is currently underway.